Event description:
It was reported to philips that there was an issue with the image disk. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that there was an issue with the image disk. Review of the log files showed disk bay related issues. Upon troubleshooting, the field service engineer (fse) identified that ippc disk bay had an issue. The fse reloaded system software to resolve the issue temporarily. Later, fse replaced ippc as a part of fco. Also, fse found that the aircons in control room was not working, and new air conditioning was installed by customer. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.